Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with off no power and a motor communication error. The patient's blood glucose at the time of incident was 17.6 mmol/l. Troubleshooting was initiated for the alarms and the customer confirmed that even though they clear the off no power alarm the alarm always recurs. The customer confirmed that their device was stuck in an off no power alarm loop. The customer has tried to remove the battery for ten minutes and then replace the battery with a brand new one, but the off no power alarms persist. The customer was advised to revert to a medically prescribed back-up plan. The insulin pump will be returned for analysis.